Event description:
The needle was very difficult to get out and it was impossible to puncture after. "As per cc form": when doctor wanted to puncture, it was very difficult to extend the needle of the sheath. It was impossible to use the needle a second time patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: 1. Are images of the device or procedure available? No 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no if no, please specify where the damage is located: 6. Was gaining access to the target site difficult? No 7. Was the device used in a tortuous position? No 8. Was puncture of the target site difficult? No 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.) : nc a. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 10. Please describe the size of the intended target site : nc 11. If not with the device in question, how was the procedure performed and/or finished? With another echo-19 12. Was the device damaged in packaging prior to removal? No 13. Was the device damaged on removal from packaging? No 14. Was force required to remove the device? Yes 15. Did the patient require any additional procedures as a result of this event? No 16. What intervention (if any) was required? 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? écho endo pentax eg-38j10ut 21. Was resistance felt while inserting the device through the scope? No 22. Was the scope recently serviced / repaired? Nc 23. When was the issued with the product noted? On advancement of the needle 24. Was the syringe used during the procedure, after the stylet was removed? Yes, 25. Was difficulty experienced while retracting the needle? Yes 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes 27. Was the endoscope in a flexed or twisted position at any time during the procedure? No 28. Was the stylet partially removed when advancing the needle into the target site? N/a 29. How many samples were obtained (passes completed) with this needle? 1 30. Did any section of the device detach inside the patient? No if yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea?

Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot c2129631 of echo-19 was returned for evaluation. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 12 march 2024. On evaluation of the devices the following observations were made: visual inspection: distal end of needle examined, and no issue observed, slight kink on sheath below sheath extender observed, stylet examined and no issue observed, functional inspection: sheath extender able to advance and retract without issue, needle able to advance and retract without issue, stylet removed from the device without issue, attempt to re-insert the stylet but does not pass the kink below sheath extender, needle removed from the device and proximal kink below sheath extender observed, manufacturing records: prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2129631 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the proximal kink below the sheath extender observed during the lab evaluation contributing to the needle advancement issues reported. Another possible root cause could be attributed to positioning of the device within the scope causing the difficulty of the needle exiting from the sheath or the device possibly being held at an angle when trying to advance the needle, it is known from the available additional information that force was used to remove the device this potentially could contributed to the needle kinking below sheath extender. A CAPA ((B)(4)) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 25-jun-2024.